Event description:
After balloon vein angioplasty, the pacing lead passed through the stenotic tract at the ostium on the target vein. It was very difficult to progress lead with the guide wire (cps courier extra firm). The target vein was very small and its anatomy was complicated. After trying it several times, doctor finally found a good posterolateral position, but he couldn't separate the guide wire from the lead. After trying to separate them, doctor realized that the guide wire broke and the distal part of the wire remained in vein (it is still there). The lead with the other piece of the guide wire and a cd with some documentation about the implant was sent to brivant.